Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) arm due to intermittent errors 32127, 25730 and 32096. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure using a dv5 system, the system was having an error. The customer restarted the system; however, the errors returned on each power cycle. The customer powered system off, performed a hard power cycle, and swapped fiber port connections on the back of the tower. This cleared the error fault. The planned procedure was started using the dv5 system. After, the error recurred. The surgeon elected to convert the procedure to another dv system (from dv5 to xi system). The procedure was continued with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). In the system logs, the reported errors 32127, 25730, 32096, and 32097 were found, indicating a communication issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. The fa team tried power cycling and exercising the usm several times but couldn't preproduce the errors on the field. Additional errors 17 and 307 were also found in the field logs. The fa team opened the carriage to inspect the boards and connections but no issue was found. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via field service engineer (fse) service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.